Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is unknown. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of hi using true metrix meter. The test strip lot manufacturer's expiration date is 09/15/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1: hi 2:53p 6/05 non-fasting. Customer had a routine check up with physician and got a reading of 700mg/dl non-fasting using their meter. Customer then purchased our meter and strips to begin testing. Customer tested non- fasting, customer had sunny delight and prior to testing. Customer is storing strips countertop in kitchen. Customer is also using testing with alcohol pads. Customer is not having symptoms at the moment. This is the first time the customer is testing with true metrix meter. He got a reading of hi non-fasting. Customer is a newly diagnosed diabetic. Customer does not know what his expected range is or a1c. Time and date are correct on the meter, customer only tested one time prior to calling. Control test performed and within range. Customer declined replacement. I advised customer to follow up with health care provider.